Manufacturer narrative:
It was reported that the male luer separated. One photo was taken by the customer that verifies the complaint. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause could be related to lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. A device history record review for model 2426-0007 lot number 24095008 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2426-0007. Batch#: 24095008. It was reported by the customer that had 2 IV tubing malfunctions: the first was a pigtail and the second is primary tubing. Both had the end cap disconnect spontaneously.